Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aortic occlusion is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the occlusion is user-related due to a concomitant thoracic aneurysm before the index procedure and the proximal neck pre-index measurement being 15.6mm (cautionary product use per IFU requirement 18-32mm). Procedure-related harms for this complaint could not be determined. The final patient status was reported as being under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2, device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and vela infrarenal to treat an abdominal aortic aneurysm (aaa). Approximately (2) two years after post initial procedure the patient was identified as having stent thrombosis. It was confirmed that occlusion of the afx stent graft with a collateral filling of external iliac arteries had occurred. The patient is being monitored.